Event description:
During a left arm shunt thrombectomy the balloon on a #4f fogarty cath sheared off while in the vessell. The shunt was heavily calcified. Surgeon believes the balloon is amongst the graft and thrombus. No injury reported.